Event description:
It was reported that this ambicor penile prosthesis (app) was not performing as expected due deflation issues. It was noted that more force was required to deflate the device and it quickly returns to partial erection after being deflated. The app is currently implanted. A request was submitted for intraoperative analysis. There were no patient complications reported.

Event description:
It was reported that this ambicor penile prosthesis (app) was not performing as expected due deflation issues. It was noted that more force was required to deflate the device and it quickly returns to partial erection after being deflated. The app was explanted and replaced with an ipp. A request was submitted for intraoperative analysis. There were no patient complications reported.